Event description:
It was reported that during implant the lead exhibited no capture in bipolar configuration and in unipolar configuration high capture threshold was observed. The lead was explanted and removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high threshold and failure to capture was not confirmed. Analysis was normal. No anomaly was found. Insulation might have wrinkled due to turning of connector pin several turns.